Manufacturer narrative:
It was reported an unspecified functional failure for device 75023711 polarstem modular head for 21000662 . The device intended for use in treatment was returned for investigation. A visual inspection showed that the part in chipped on the upper rim. The missing piece was not returned. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Smith and nephew will monitor this device for further similar issues. The returned device will be archived.

Manufacturer narrative:
It was reported an unspecified functional failure for device 75023711 polarstem modular head for 21000662. The device intended for use in treatment was returned for investigation. A visual inspection showed that the part in chipped on the upper rim. The missing piece was not returned. The modular head is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Smith and nephew will monitor this device for further similar issues. The returned device will be archived.

Event description:
It was reported initially reported an unspecified functional failure for a polarstem modular head. No case was involved. After investigation, it was noticed that the device is chipped, which is deemed a reportable malfunction by the manufacturer.